Event description:
According to the reporter, occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) esophagectomy procedure. When inflating the balloon, found that the balloon was broken and therefore could not inflate. The balloon physically broke. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, used another balloon. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted; the trocar balloon had a cut. The obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.